Manufacturer narrative:
Clarification to h6 type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the middle and lateral facial third, the malar and genian region to the proximity of the mandibular border with skinvive¿ by juvéderm®. That afternoon, the patient experienced ¿significant facial swelling, erythema, and an inflammatory sensation¿ mostly on the left side of the face. On the second day, the patient continued with ¿pain and increased volume¿ in the left cheek, ¿acneiform lesions¿ were observed in the same area, and ¿progressing appearance of a left periocular hematoma.¿ the patient was examined that day where ¿persistence of edema and erythema associated with pain¿ was observed on the left side of the face upon examination. The patient was treated with prednisone 20 mg orally, 1 tablet per day, as well as topical betamethasone to the affected area. On the third day, the left periocular hematoma was observed to have extended around the eye, with ¿edema and increased volume¿ in the left cheek. There was also ¿erythematous acne-like lesions,¿ that was considered possibly compatible with a ¿reactive rosacea-like condition associated with a local inflammatory process.¿ event was ongoing.